Event description:
Patient undergoing hip revision on left side. After insertion of simplex glue into femoral canal, the patient's vitals declinded. Code was called and patient was transferred to ICU where they later died.